Event description:
The constellation machine was not working properly. The air fluid exchange was not working during the case. The scrub tech looked at the lines, machine, and cassette. It was then decided to get a new machine and cassette. The machine and cassette were removed from the operating room to further evaluate the reason for it not working. The cassette and container that it came in were saved.